Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature rise was measured to be 273.02°f. The likely cause of failure could not be determined. It was also noted abnormal sound. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of does not operate and overheating. No patient impact was reported. Repair request escalated to a product event due to reason for return. Additional information regarding the patient impact was being followed up from the facility. Date of notification: (B)(6) 2022.